Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report that the ipg was revised due to being at end of life (eol) was not confirmed. Analysis and a longevity calculation of the returned device confirmed the device declared elective replacement indication (eri) at the time of explant but hadn't yet declared end of life at the time of explant. The normal battery depletion was due to usage.